Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. It was also noted that the device exhibited intermittent right ventricular capture at maximum output and intermittent undersensing; however, the patient was not pacemaker dependant. The device sensitivity had been decreased, then the sensing was noted to be good; however, intermittent capture at max output was still observed. It was reported that the patient had multiple medical issues and it was uncertain if the lead had dislodged or if the intermittent capture was patient-related. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.